Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent came off the balloon of the stent delivery system (sds). The patient presented with new onset of angina, shortness of breath and a positive stress test. Angiography revealed significant critical right coronary artery (rca) stenosis of about 80-90%. Initially, the physician attempted to place a 2.75x28mm stent, unknown type, but was unable to cross the lesion. A 2.5mm balloon, unknown type, was used to tandomly dilate the rca lesion. A 2.75x28mm stent, unknown type, was then deployed at 12 atms. After placing this stent there was evidence of significant narrowing in the proximal area. The physician placed a 2.75x28mm stent, unknown type, to this area and timi 3 flow achieved, however, distal to the stent, there appeared to be some evidence of spasm. The patient experienced transient hypertension at this point and nitroglycerin and neo-synephrine were administered. The physician then attempted to place a taxus express2 2.5x8mm drug eluting stent to the narrowed area distal of the 2 previously placed stents, but was unsuccessful. Upon withdrawal of the system, there was no stent visualized on the balloon. A repeat angiography confirmed that there was no evidence of the stent inside the patient. The 2.5x8mm stent was later found outside of the body. Post procedure there was timi 3 flow and a residual stenosis of 30-40% distal to the previously placed stents. "There was no deployment of the third stent in the body or coronary artery system as we discovered the stent outside." The patient was observed in the cvicu unit for 24 hours post procedure. No additional information is available.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch namely top assembly taxus express2 batch #9004428 found that the device met its material assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident could not be determined.